Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was no power to the pump. Additionally, it was noted that there was evidence of moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 05/12/2015 with the following findings: during investigation, the pump was not able to power on. A visual inspection showed moisture in the battery compartment and behind the display lens. A crack was observed on the side of the battery compartment threads. A leak test was performed during testing and a leak was found in the battery compartment. The pump case was opened and there was moisture found throughout the pump, including on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.